Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and during observation found battery totally drain. Kept machine on charging for 1 hours but machine not working on the battery. Both battery get defective so it need to be replace with new one. Replaced batteries from customer stock, all functional tests performed successfully. Machine handed to the customer in working condition.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) was not working on battery during routine check. There was no patient involvement and no one was harmed onsite.

Manufacturer narrative:
Due to character limit in e1 event site name, the full event site name is: (B)(6). A supplemental report will be submitted once the investigation is completed.